Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the cartridge air. Tandem clinical support informed customer that not removing cartridge air is off label per the user guide. Reportedly, on (B)(6) 2023 the customer went to the emergency room and was subsequently hospitalized for diabetic keto acidosis (dka), with a blood glucose level of 546 mg/dl and high ketones. Customer attempted to address the elevated blood glucose (bg) level by delivering a correction bolus via the pump, and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released 4/3/23 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.